Event description:
The following information was provided: it was reported that the patient's left hip was revised due to the biolox head fracturing into multiple pieces. The head and liner were revised. There were no allegations against the revised liner. Rep confirmed that no further information will be released by the hospital or surgeon.